Event description:
The reporter contacted animas on (B)(6) 2013 reporting a hospitalization for hypoglycemia. The reporter indicated that in the morning, blood glucose levels read hi on the meter. The reporter stated that a correction bolus was delivered and an hour and a half later the reporter was unconscious. The reporter indicated not being found for a couple hours resulting in heart and breathing stopping. The reporter indicated that paramedics revived and transported to the hospital where the patient was treated with intravenous fluids. The reporter indicated that all of the pump settings were correct and all other entries in the pump history appeared correct related to the event. The reporter confirmed no changes in health or medications around the time of the event. This report is made based on the allegation that the patient experienced hypoglycemia while using the insulin pump and the use of the pump could not be ruled out as a possible contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: there was no data from the time of the event in the pump history due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.